Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence and urgency frequency. The trial began on (B)(6) 2026. It was reported that they were experiencing pain. The issue was not resolved and was still ongoing. They felt pain right in their bladder (pain scale 4/10) and they had a feeling that they needed to go, but they couldn't because of the pain. They also had an over the counter (otc) pain reliever that they were taking right now. Additional information was received on 2026-jan-26. Patient was reporting a bladder pain after the procedure. They also was experiencing small volume urine. Advised to contact the doctor if symptoms still persisted.